Manufacturer narrative:
The product was not returned for analysis. The evaluation of provided photos was evaluated by a company representative. Multiple precipitates are observed on the iol optic. However, based on the static picture it is difficult to determine which iol was implanted. We are unable to determine the root cause for the reported complaint. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. The root cause cannot be determined based on available information. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that one day following an intraocular lens (iol) implant procedure, precipitates were noted on the lens. The doctor thought the precipitates would disappear through time, but were still present on postoperative day six. The patient also experienced blurry vision. The iol was exchanged for another iol in a secondary procedure. The nurse reported that the eye condition of the patient is good following the iol exchange. Additional information has been requested.